Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospital for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k865060. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation; subsequently, a leak of unspecified chemotherapy agent was noted. The tubing set was being used to deliver an unspecified chemotherapy agent. After an unspecified length of time in use, it was reported that "tubing detached from the luer lock connection and induced leakage of chemotherapy." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Additional info was requested from the customer contact, including specific pt info, what solution was being delivered, was there any blood loss, was the tubing set replaced and therapy resumed. No additional info was provided.